Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an unsuccessful termination of ventricular fibrillation (vf) with therapy from the cardiac resynchronization therapy defibrillator (crt-d). It was also noted that the episode list showed several device classified supra ventricular tachycardia (svt) events to start. After those events, there was a device classified ventricular tachycardia (vt) zone treated event with anti-tachycardia pacing and shocks, which appeared to be a svt as well, but the morphology changed at times. There was an svt zone event following the treated event as well. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.